Manufacturer narrative:
B2. Adverse event reported was overdose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the hcp received a patient with a pain pump that had overdosed on an unknown drug. The patient was started on a naloxone infusion. The hcp was curious if there is a method to suspend a pain pump if they do not have access to the patient's equipment.